Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient complained that their implantable cardioverter defibrillator was protruding through their skin. No intervention was reported. No patient condition after the event was reported.